Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. (B)(4). The manufacturer¿s international service technician confirmed the reported issue. After visual inspection, the alarm indicates that the main alarm fails and the cooling fan speed is wrong. The manufacturer¿s international service technician replaced the defective cooling fan and speaker to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported fan speed error and primary alarm failed. The device was not in use at the time of the reported event.